Event description:
Subsequent information received stated that the vessel was unspecified, totally occluded, and mildly calcified. After the 3.0 x 12 mm trek balloon dilatation catheter (bdc) ruptured a second trek bdc was used int he procedure without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a coronary procedure of the totally occluded vessel, the 3.0 x 12 mm trek balloon dilatation catheter (bdc) was being inflated at a low atmosphere when the balloon ruptured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.